Manufacturer narrative:
Voluntary medwatch mw5145423.

Event description:
It was reported that the right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.